Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height cubie drawer was open and could not be closed, and the device was powered off. A field service engineer (fse) identified that the faulty rails caused the issue. The cubie drawer was temporarily replaced until a new unit could be ordered. All cubies were removed, and the drawer was checked for debris, with none found. The diagnostic testing was performed, and no additional issues were detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 was not close and device was turned off. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.